Event description:
Boston scientific received info that drainage and puss were noted at the device incision site. Upon further examination the incision site was red and had a small 1 to 2 millimeter opening. Antibiotics were administered and the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted a couple of weeks later. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.